Event description:
The account alleges that the left foot caster tube weld broke.

Manufacturer narrative:
The tech replaced the entire stretcher as a result of two attempts made to order the components needed to repair, but the components were incorrect. Replacing the entire device corrected the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.